Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and confirmed that the capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the capacitor was out of tolerance. There was no patient involvement.